Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the flat filter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the filter with no evidence to suggest a manufacturing related cause. The potential cause of the filter breaking could not be determined based upon the information provided and without a sample.

Event description:
It was reported that when the doctor injected the medication the filter broke. The catheter was replaced. There was no patient injury.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the doctor injected the medication the filter broke. The catheter was replaced. There was no patient injury.